Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine and juvéderm® volbella¿ with lidocaine. Four hours later, patient report that ¿it was hurting a lot¿ and had a ¿strange coloring of the skin¿. Hcp examined the patient 2 two hours after patient reported symptoms and believed a vascular complication had occurred. Patient was examined, neurologically and ocularly which were normal. Patient had begun to develop erythema, some ragged areas, papules in the temporal region and a lateral third of the frontal region. Patient was treated with enoxaparin, acetazolamide. Hcp diluted the hyaluronidase, in that alloenzyme equivalence for 2000 utr, and applied it in the region with a 25 cannula, two vials were injected. An hour later, hcp treated with a third vial. Patient¿s pain improved. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00773 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volbella¿ with lidocaine.